Event description:
A consumer awoke with a very painful left eye after wearing focus night & day lenses for 6 nights extended wear. Consumer was seen by ecp same day who prescribed ocuflox & unspecified drops which was used over a two week period. Ecp reports resolved superior central corneal ulcer, 3 mm, with no infiltrates. Scar noted and visual acuity 20/20 with scar noted.